Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information received from the customer stated that the user had tried to switch out disposable buttons, but the air/water still didn¿t work. The same device was not used for the intended procedure. They also indicated that when they received the device back from the previous repair, the device was high level disinfected upon receipt. It was not used prior to the reported occurrence whereby the air/water were found to not be working. The device was pulled from service and attempts were made to clear the obstruction by brushing, flushing, and soaking. The scope was then high level disinfected prior to returning to olympus. The device evaluation found a leak in the biopsy channel with tear marks inside. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the videoscope for an intended diagnostic gastroscopy, the air/water channel was found to be blocked. The customer reported the device had just come back from repair and had not been used yet. The intended procedure was completed with no report of patient harm. The device was returned to an olympus service center for evaluation. During inspection and testing, the air/water nozzle was found to be clogged with foreign material. This report is being submitted for the presence of foreign material found during evaluation.